Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound at the low threshold of 4.5 mmol/ and as a result, she experienced a loss of consciousness. Customer was unable to self-treat and had contact with paramedics who administered "an injection of sugar" for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.